Event description:
It was reported in an article entitled "safety of fluoroscopy guided percutaneous access to the thoracic spine" by jonathan clamp et al. That a combined two-surgeon prospective case series of 444 procedures (biopsy, vertebroplasty or kyphoplasty) was performed covering all thoracic vertebral levels t1-t12 to analyze the access-related complication rate of fluoroscopically-guided percutaneous procedures (i.e. Biopsy, vertebroplasty or kyphoplasty) and were performed by or under direct supervision of the two senior authors between january 2000 and december 2010. Reportedly: one patient in which a re-fracture of the treated vertebra was detected. No further patient or device information was mentioned.

Manufacturer narrative:
Outcome attributed to adverse event - (unknown whether intervention was required in this case). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.